Event description:
A malfunction alarm occurred, identified with malf code 12, and was reported by the customer without any notable events preceding it. There was no adverse impact on the customer's blood glucose level as it did not exceed critical thresholds. The customer experienced the malfunction multiple times, and technical support decided to replace the pump to resolve the issue. During the call, the pump was reset, allowing the customer to successfully rejoin her sensor session and resume insulin delivery. The customer was informed about the delivery of a pump with updated software and instructed on returning the faulty pump, including how to put it into storage mode. Customer will continue to use current pump.